Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contact. Moisture traces were found at the electronic and motor assemblies. The insulin pump had cracked battery tube threads.

Event description:
The customer stated that she wore the insulin pump while swimming and now it has water damage inside the battery compartment. The customer also reported a crack on the battery compartment. The reported blood glucose reading was 76 mg/dl. Nothing further was reported.